Event description:
Medtronic received information that a physician contacted medtronic technical services for a review of the functionality of a mechanical heart valve that had been implanted for approximately eleven years in a patient diagnosed with aortic marfan's syndrome. The physician questioned whether the valve's disc was closing properly and if there was an indication of a fracture. The technician's review of submitted images indicated there was an issue with the disc closure but no evidence of a fracture. Subsequently, it was reported the patient passed away the day of the review of the valve's functionality. The cause of death was reported as non-structural valve dysfunction due to pannus (tissue overgrowth) and thrombus. The valve was not explanted.

Manufacturer narrative:
The device history record was unable to be reviewed as the serial number of the device was unknown. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based on the reported information, reduced performance of the valve and the cause of death were attributed to pannus (tissue overgrowth) and thrombus. These findings generally are considered patient-related conditions. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.